Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A check of the diagnostics showed that the mixing pump had failed. Biomed stated they would order and replace the mixing pump onsite. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text: the device was not returned.

Event description:
It was reported that biomed stated the arctic sun device was not cooling. A check of the diagnostics showed that the mixing pump had failed. Biomed stated they would order and replace the mixing pump onsite. Per follow up information received on 13sep2022, there was no patient involvement was reported. Biomed would order part and replace pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated the arctic sun device was not cooling. A check of the diagnostics showed that the mixing pump had failed. Biomed stated they would order and replace the mixing pump onsite. Per follow up information received on 13 sep 2022, there was no patient involvement was reported. Biomed would order part and replace pump onsite.